Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The shaft and the tip were microscopically examined and noted blood on both inside and the outside of the device. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) from the collar were pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID (B)(4), tw# (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the shaft and the guide joint part of the device was detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the shaft and the guide joint part of the device was detached. The procedure was completed with another of the same device. No patient complications were reported.